Event description:
It was reported that the patient previously received inappropriate therapy due to a loose setscrew. Premature battery depletion was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and in the automated system; no anomalies were found and the device met all specifications. Noise in the egm's appeared consistent with that caused by metal on metal contact, such as that produced by a loose set screw.